Event description:
The patient was reportedly experiencing sound quality issues and the patient was prescribed with prednisone, which alleviated the issue. Upon discontinuation of the medication, the sound quality issue reportedly returned. The patient has been prescribed with low dose prednisone for several weeks. Advanced bionics is in the process of gathering more information.